Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a video assisted thoracoscopic surgery procedure, the patient was brought back to operating room six hours after procedure due to bleeding. Upon review, the distal corner of the staple line had bleeding. During the second procedure, the doctor applied a little cautery to control bleeding. Patient recovered as originally expected. The device was discarded. The surgeon doesn¿t think the stapler was at fault. Patient outcome was fine after cautery was used to control bleed.